Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd¿ pen needle's rear cannula broke. The following information was provided by the initial reporter: "rear cannula end is broken."

Manufacturer narrative:
H.6. Investigation: customer returned (1) open 4mm, 32g pen needle without the tear drop label, inner shield, or outer cover. Customer states that the rear cannula end is broken. The returned pen needle was examined and exhibited a broken non patient end of the cannula. Unable to perform DHR check due to an unknown lot number for needle broken npe. User error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen.

Event description:
It was reported that the unspecified bd¿ pen needle's rear cannula broke. The following information was provided by the initial reporter: "rear cannula end is broken."